Event description:
The complainant reported that the patient was placed onto impella cp support for high-risk percutaneous coronary intervention. While on support, an automated impella controller (aic) purge issue with no resolution occurred. Optical signal issues have also been reported. No patient harm has been reported.

Manufacturer narrative:
The investigation has been completed. Clinical review: clinical staff reported placement signal issues with console ic8396. It was visible during the beginning of the case but became invalid while the pump was being inserted. This complaint was related to a clinical procedure, and there were no adverse events related to this product malfunction. Data analysis: imc revealed there was a placement signal not reliable alarm (event set #1036 ¿ opm signal invalid) on the complaint date which occurred one minute and 30 seconds before the pump was started. Rt logs showed the calculated placement signal went to the max value. Device analysis: the console was tested in (B)(6) field service (fs). 5s parameters were within specification according to the functional check procedure (B)(4). Gain: 1,38. Contrast: 55,6%. Snr: 4905. Power: 4,01 w running an optical pump did not reproduce any issues related to the placement signal going invalid. The root cause of optical placement signal issues could not be determined because the failure mode could not be reproduced.